Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that wire/needle/cannula damaged or missing. The sensor was inserted into the arm. Date of event is an approximation. The patient reported that she had to have unspecified procedures to get the thin catheter out of the arm. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.